Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient fell down on the floor and they banged their ins on the floor. The therapy was no longer effective since the event. The patient was going to schedule an appointment with the hospital to check their device. No diagnostics/troubleshooting was performed. No interventions/actions were taken. No surgical intervention occurred, nor was planned. The issue was not resolved at the time of the event. The patient was alive with no injury. No further complications were reported or anticipated.